Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the pump in good physical condition. A review of the event history log found no evidence to support the user complaint. Functional testing using the accuracy test was able to duplicate the reported problem. The root cause of the problem was that the expulsor was not calibrated correctly. To resolve the problem, the expulsor was trimmed to bring it closer to nominal specification., corrected data: d5 operator of device.

Event description:
Information was received that a smiths medical cadd-legacy 1,stops infusing before finished. No adverse patient effects were reported.